Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the remote home monitoring system issued an alert for high out of range shock impedance measurements. It was noted that the shock impedance has gradually risen over the last year. Technical services (ts) was contacted to review the data. Upon review, ts noted that high shock impedance can be the result of fibrotic encapsulation of the coil and/or the lead tip. Ts discussed troubleshooting and programming options to determine if there is any issues with the lead. The field representative noted that the clinic has opted to perform no additional testing at this time and will continue to monitor the patient via the home monitoring system. The plan is to raise the shock impedance alert to 150 ohms, but that did not occur when the patient was in the office. The clinic stated they do not plan to bring the patient back in to do this programming change until additional impedances over 125 ohms are seen in the daily measurements. The clinic informed the field representative they will follow up with them if the situation changes. The lead remains in service and no adverse patient effects were reported.